Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 5900382, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: delation. Concomitant medical products: 475cc mentor memorygel breast implant, catalog #3544475, serial number #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 475cc mentor memorygel breast implant experienced left sided rupture post procedure. The rupture was diagnosed and her implants were replaced with non-mentor devices on (B)(6) 2019.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on march 3, 2020. The investigation of the returned device was completed by the failure analysis lab on march 19, 2020. Device evaluation summary: according to the information provided, the patient experienced a rupture of the implant. During visual inspection of the device, a tear at the union between patch and shell of the implant causing a rupture was found. Microscopic examination was performed, and the cause of the rupture could not be identified. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).